Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead dislodged and exhibited increased pacing thresholds. A revision procedure was performed to reposition the lead. During the revision procedure, placement difficulty was encountered and the physician elected to explant and replace the lead. No additional adverse patient effects were reported.